Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined impedance qualified as high. It was also reported that the right ventricular (rv) lead exhibited high thresholds and undefined impedance qualified as high. The ra lead and rv lead were revised and remain in use. No patient complications have been reported as a result of this event.